Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging "it says the sample is too small or something is wrong with the strips." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.